Event description:
The customer reported speaker malfunction. It was not confirmed if there was still sound present. There was no report of patient or user harm.

Manufacturer narrative:
A good faith effort (gfe) was made to determine whether the speaker produced sound, but no additional information was provided. The remote service engineer (rse) spoke to the customer and determined that the speaker was faulty and needed to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue. E1: reporting institution phone # (B)(6). E1: reporter phone #: (B)(6). H3 other text : device not returned.